Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, illness requiring steroids, xerostomia, inadequate bone quality, bone resorption, mobility